Event description:
Perigraft liquid was observed in feb. 2000 after graft was implanted subcutaneously in fem-pop position on each side (left and right) in dec. 1999. It is not clear whether fluid collection was observed on both sides. However, the distributor indicated that puncuture was performed in feb. 2000 to evacuate the fluid collection: 7cc were collected from left groin while 20cc were collected at the left knee area. It should be noted that no drains were placed post-operatively.